Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shows error 57-2 auto fill error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed reported complaint in device logs. Also detected occurrence of 'leak in iab circuit' alarm in device logs. So he initiated pumping at 130bpm with known iab and confirmed unit successfully completed autofill. Also fse allowed unit to continue pumping at 130bpm for approximately 60 minutes while initiating an iab fill every 15 minutes. Unit functioned correctly without and alarms or abnormal function occurring. Fse unable to replicate reported complaint at this time. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.